Event description:
It was reported that overfill occurred during use with bd vacutainer® 9nc 0.109m buffered trisodium citrate plus blood collection tubes. The following information was provided by the initial reporter, "blood between the layers in citrate tube , it also looked like the tube was drawing more blood and that it was overfilled." 8 occurrences were reported.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 3/18/2020. H.6. Investigation: bd received samples and photos from the customer facility for investigation. The samples and photos were evaluated and only the customer's photo indicated failure mode for a tnt leak with the incident lot was observed. Additionally, retention samples were selected from bd inventory for evaluation/testing and upon completion, the issue relating to a tnt leak was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that overfill occurred during use with bd vacutainer® 9nc 0.109m buffered trisodium citrate plus blood collection tubes. The following information was provided by the initial reporter, "blood between the layers in citrate tube , it also looked like the tube was drawing more blood and that it was overfilled." 8 occurrences were reported.